Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high, undefined and variable unipolar and bipolar impedance, inappropriate therapy, inappropriate mode switching and a lead alert. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.